Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are: summary: involved waveone gold small file 25 mm that broke during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1854536). No unused file batch #1854536 is available for evaluation. Root causes are not identified. We will track this kind of event and monitor the trend. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a waveone gold small 6-file ster 25 mm file broke during use. An apicoectomy was performed in order to remove broken part.